Manufacturer narrative:
The following devices were also listed in this report: it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not available.

Event description:
It was reported that the patient's right hip was revised due to pain. An mdm metal liner, adm/ mdm poly insert, and metal femoral head were revised to a poly insert and new femoral head. Rep confirmed that no further information will be release by the hospital or surgeon.